Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd" pmcf-q-syte-extension-set had blood backflow on six (6) occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinician experienced blood backs up and/or not completely expelled (6).